Event description:
It was reported by the sales consultant that: tfn nail was implant on (B)(6) 2012. During the surgery, there was an issue with a self retaining screw driver. The first cortex had good hard bone and just as they got to the 2nd cortex, the bone was harder and at that point, the tip of the screw driver got completely twisted and disengaged. The sales consultant reported that the bone was too hard for the screw driver. The surgeon switched to a hand screw driver to complete the surgery. There was no negative outcome due to this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Date of birth is approximately 1987.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates both the stationary and the sliding shafts are twisted clockwise at the tip of the screwdriver approximately 30 degrees. The tip is also bent to one side. Because of the damage the dimensions which are relevant for this complaint cannot be checked anymore to post-manufacturing dimensions. The DHR review shows that the device met fully to our specifications at the time of manufacturing and distributing. A product development evaluation was also conducted and the report indicates the device appears to have failed due to a high torque load. The device was designed to withstand a torque of at least 5nm as that is greater than the average human hand torque, which is approximately 3nm. In some cases with hard/dense bone it is possible to generate torque greater than 7nm and the driver to fail. The driver was designed to bend rather than break to avoid non-implant material being left in a patient. The material and geometry of the device are optimized to ensure the safety of the patient, so even though the device failed, the design of the device is correct. Line 70 of dcrm document (rev. A.10) covers the hazard of damage to the screwdriver tip preventing screw insertion and is mitigated by a note in the product brochure. The screwdriver is not designed to withstand high torque loads resulting from dense/hard bone. The complaint reports that the surgeon tried to use the driver to insert a screw through hard bone, creating excessive torque, causing the driver to fail. The design risk assessment was reviewed and found to be adequate for the intended use.

Event description:
This report is #1 of 1 for (B)(4).